Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Moisture/corrosion was evident inside the battery compartment. No visible crack on the casing was observed and a leak test did not detect any leak on the pump casing. The pump powered up with auditory and vibratory features. No tactile issues were observed with the buttons. Removal of the pump casing did not find evidences of moisture intrusion inside the pump. Unrelated to the casing issue, the display was found to be dim and discolored. Resetting contrast to the maximum settings showed little improvement to the display¿s readability.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed in the battery compartment with no damage to the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.